Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported during testing on the newly installed system they system went into standalone mode and testing was unable to be completed. This issue was noted outside of a procedure, and there was no patient involvement.